Event description:
Previous events were reported for this pt under report manufacturing number 9616099-2005-01082. Additional info was received that the pt's chronic heart failure worsened and she was hospitalized. The pt also developed pneumonia, and so the respiratory condition worsened also. Medical treatment for pneumonia was started. Ten days later, the pt was put on a ventilator. Approx 10 days later, the pt complained of chest pain. ECG was conducted and decrease in st was observed. Ticlopidine hydrochloride and clopidogrel sulfate were started. On the following day, coronary angiography was conducted and restenosis was observed inside of the implanted cypher in the left main. There was 100% stenosis. To treat the restenosis, pre-dilation was conducted with a balloon and a 3.0x16mm taxus stent was deployed. The pt was in stable condition and the residual diameter stenosis measured 0%. On an unk date, pneumonia and the heart failure worsened. Approx one month later, the pt developed renal failure. On the following day, the pt died due to heart failure. An autopsy was not performed. Further details are not available for this event.

Manufacturer narrative:
The physician commented that the cause of death was cardiac due to the heart failure, but also due to multiple organ failure. However, the cause of the heart failure was not related to cypher's product defect. Ongoing medications at the time of the pt's death included aspirin, warfarin potassium, ticlopidine hydrochloride and clopidogrel sulfate. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. Additional info is pending and will be submitted within 30 days upon receipt.